Event description:
It was reported that the ilet user experienced hyperglycemia after a larger-than-usual lunch was announced as a usual meal, resulting in a peak glucose of 304 mg/dl and sustained readings above 180 mg/dl for approximately five hours; no infusion set change was required and glucose subsequently returned to range. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond self-management, and no hospitalization. Investigation included complaint intake, user education, and troubleshooting focused on meal announcement accuracy. Investigation of this case revealed user-related underestimation of meal size leading to insufficient insulin dosing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect meal size announcement.